Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that an occlusion alarm occurred while attempting to deliver a bolus. There was no impact to the customer's blood glucose (bg) level. Troubleshooting with tandem technical support indicated the source of occlusion was possibly the cartridge. The customer indicated the cartridge would be changed.